Manufacturer narrative:
Lift was repaired by third party service team arjo huntleigh and the cable has not been returned to hill-rom for evaluation. A supplementary report will be filed when the cable is returned to the manufacturer for evaluation.

Event description:
Alleged electric shock to ward sister from a golvo hoist, the third party service team arjo huntleigh went in to repair a cable alleged showing exposed wires.